Event description:
On (B)(6) 2012, the pt initially underwent right breast construction surgery and was implanted with a tissue expander and flexhd unit (B)(4). On (B)(6) 2011, the tissue expander was removed and a mentor gel breast implant was inserted. She subsequently developed a capsular contracture in the breast. On (B)(6) 2012, she underwent surgery for the removal and replacement of the breast implant and implantation of flexhd unit (B)(4). On or about (B)(6) 2012, the pt's right breast became completely red and inflamed; there was no specific wound site. On (B)(6) 2012, she was re-admitted for the removal of all "implanted materials". It was reported that the allograft had incorporated but contained small round holes where it had been in the lower pole area. Cultures of the subcutaneous space, intracapsule fluid, and dermal matrix were collected at this time. The preliminary report listed the isolation and identification of aspergillis species. The results for the other two cultures were reported as pending. The pt was treated with antibiotics (type and dosage is unk. (Culture update has been requested; not yet received). Initial reporter: (B)(6).